Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient now has some drainage from the driveline exit site which has been cultured and requires antibiotics. No additional information was provided.